Event description:
Procedure: hemorrhoid. According to the reporter, the surgeon is a very experienced surgeon in this area. The purstring seam was stung correctly and fastened to the middle point of the anchor. The instrument was connected correctly and then turned-together. The instrument was then released correctly, and removed from anus. Unfortunately, the surgeon had to state then, that, by the turning-together of the instrument, tissue of the anus had most likely come between the magazine and the pressure plate, which was partly also in-stacked into the outside clamp seam row by the turned-together part of the instrument (position about 3, 6, 12 o'clock). The surgeon had to cut out the tissue of the anus from the clip seam row, and sew with seam material. Due to this event, the surgery time was extended over 30 minutes. No units of stored blood were needed. After the surgery, the surgeon stated that the event was definitely not due to the instrument, because this functioned correctly. From the surgeon's point of view, the causes were in the anatomy of the patient (very close, funnel shaped anal canal). No patient injury.

Manufacturer narrative:
(B)(4). (B)(4).